Event description:
Hill-rom received a report from a hill-rom tech stating the right foot caster was not holding. The bed was located at the account in the 6 floor hallway. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the right foot brake caster not holding due to the brake pad not making good contact. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The tech replaced the right foot brake caster to resolve the issue. Based on the info, no further action is required.